Event description:
It was reported that during a routine visit impedance measurements over 4,000 ohms were seen on all bipolar pairs, which the exception of c/2. The measurements remained out of range when the amplitude was increased. Therapy impedance measurements were also above 4,000 ohms, but the patient was getting good therapy and had no complaints. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v437452, implanted: 2010 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).